Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support, who guided them through the pump reset process, and the issue was resolved, allowing the customer to successfully start their sensor session.